Manufacturer narrative:
Additional information received: it was confirmed the patient had a aortic arch debranching procedure on (B)(6) 2019 prior to the navion index procedure. It was also reported during the navion tevar the l sca was occluded with a non mdt plug. On (B)(6) 2020 a non mdt stent graft system was implanted for a thoracoabdominal aortic aneurysm. On (B)(6) 2021 revision of the previously fenestrated endovascular repair of the aortic and thoracic aneurysm was completed due to d isconnection of the thoracic stent graft from the non mdt abdominal stent graft. The sma was religned with a covered stent and bare stent and the left renal was relined with bare stent. The cause of the type iiia endoleak was undetermined but it was suspected at some stage one/two of the components lost seal and the aneurysm sac was reperfused, then sequentially all other components lost seal with the changing anatomy. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received: corelab review of CT imaging from approximately 40 months post-index procedure identified a persistent iiia endoleak involving the device v29529826. No fracture, stent ring enlargement or stent displacement was observed. Aortic enlargement of +12.5mm was noted and the maximum aortic diameter was 103mm. No findings were reported for the device v29559402. Correction: the previously reported stent ring enlargement for the device with serial number (B)(6) is already captured in the re gulatory report # 9612164-2022-01632. Any future updates regarding this issue will be submitted via associate report to 9612164-2022-01632. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received: corelab imaging review of CT's from (B)(6) 2021 and (B)(6)2021 identified a type iiia endoleak which occurred in the stent graft vnmc4034c200te ((B)(6)). Analysis of CT's from (B)(6) 2021 did not reveal any endoleak, however stent ring enlargement of +1.2mm was observed in vnmc4337c200te ( (B)(6)). No aortic enlargement or stent fracture was observed. There was no findings reported for vnmc4337c200te ( (B)(6)). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: v nmc4337c200te, serial/lot #: (B)(4), ubd: 26-sep-2021, UDI#: (B)(4); product ID: vnmc4034c200te, serial/lot #: (B)(4), ubd: 23-jul-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant navion stent grafts were implanted during an endovascular procedure for the treatment of a thoracic aortic aneurysm of an unknown size . The patient returned about 18 months later for a CT for a different indication when the physician noticed a type iiia endoleak. The patient had a revision for the type iiia endoleak on an unknown date and the endoleak has been resolved.  No cause for the type iiia endoleak was provided. No additional clinical sequelae was provided and the patient is fine.